Event description:
It was reported that during a laparoscopic sleeve procedure, the staff tried to load the device and the metal housing became broken off the cartridge. The device was not used on the patient and this was the first firing. Another device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.